Event description:
It was reported that upon interrogation, this right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) had recorded a code 1005, indicative of an open circuit condition detected upon shock delivery due to a high out of range shock impedance measurement greater than 125 ohms. Subsequently, the lead was surgically abandoned and replaced, and the device remains in service. No additional adverse patient effects were reported.